Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not able to communicate with the scs ipg and the charger. The patient's son stated the patient last charged one month ago and the stimulation therapy turned off three weeks prior. A company representative met with the patient and was unable to establish any communication with the patient's scs ipg and external devices. The patient's ipg was deemed inoperable. Surgical intervention may taken to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient had the scs ipg explanted and replaced with a new one. Stimulation therapy was reportedly restored postoperatively.